Manufacturer narrative:
Twenty one cm of the ventricular catheter was returned. The catheter was evaluated and met specifications. A review of the mfg and sterilization records was not possible as no valid lot number was provided. No impact to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that after the shunt was implanted, the pt got a high fever. According to the report, the shunt was explanted and replaced.